Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that during use foreign matter was discovered on needle with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle looked dirty.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use foreign matter was discovered on needle with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle looked dirty.